Event description:
It was reported that the patient experienced a procedure with an ams device due to unspecified reasons. No further information was reported. Additional information received that the patient had a revision of an inflatable penile prosthesis(ipp) cylinder due to an aneurysm in the left cylinder.

Event description:
It was reported that the patient experienced a procedure with an ams device due to unspecified reasons. No further information was reported. Additional information received that the patient had a revision of an inflatable penile prosthesis (ipp) cylinder due to an aneurysm in the left cylinder.